Event description:
It was reported that the vertical lift column on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps2 power supply was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.